Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2018. During a follow up procedure on (B)(6) 2020, it was discovered that the device was not working and the patient was unable to use it as the pump was too rigid. Since the pump was unable to deflate, the physician made the decision to change the pump. The patient underwent a surgical procedure on (B)(6) 2021 in which the pump was explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the functional testing of the pump identified the component failed the deflation test. These deflation issues could affect the functionality of the pump. Based on this observations, the reported allegations of inflation and mechanical issue were confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination did not identify any leaks in the device. Functional testing showed that the pump failed the deflation test. These deflation issues could affect the functionality of the pump. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2018. During a follow up procedure on (B)(6) 2020, it was discovered that the device was not working and the patient was unable to use it as the pump was too rigid. Since the pump was unable to deflate, the physician made the decision to change the pump. The patient underwent a surgical procedure on (B)(6) 2021 in which the pump was explanted and replaced.